Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys total psa results on a cobas 6000 e 601 module. The initial result was 0.032 ng/ml. The initial result was reported outside of the laboratory to medical personnel. The test was repeated due to a deviation from the patient's previous results. The repeated result was 7.82 ng/ml. The reagent lot number is 61494901 with an expiration date of jun-2023.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.